Event description:
During a therapeutic stone retrieval procedure this basket came apart inside the sheath. The physician retrieved it and was able to complete the case successfully with no pt complications.